Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of menometrorrhagia ('menometrorrhagia extremely debilitating') in a (B)(6) female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and ovaries kept). Essure was removed on (B)(6) 2017. At the time of the report, the menometrorrhagia had resolved. The reporter provided no causality assessment for menometrorrhagia with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: menometrorrhagia analysis in the global safety database revealed 98 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.